Event description:
Account reported 5 incidents where the temperature port plugs opened during patient use. Per dr. The temperature ports "always" open "about 5 minutes" into the procedure when the patients are bagged or when the anesthesia breathing circuit is being attached to the anesthesia machine. Dr. Stated that the condition is always noticed immediately after it occurs because the alarms are activated. Dr. Stated that immediately after an open temperature port is discovered, the temperature port plug is closed and it never opens again. Dr. Stated that sometimes the temperature port is hard to see because it is covered with drapes and its view is blocked by the gas sampling line and the mask. Per physician none of the incidents resulted in any patient injury and/or required any medical intervention. No other information provided.